Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI, expiry date), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug(device 2). Additional MDR were submitted to represent the bard/davol perfix plug(device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2008 ¿ patient was diagnosed with recurrent indirect left inguinal hernia, direct right inguinal hernia thereby underwent open repair with the implant of perfix plug (left - device 1, right - device 2). Per op notes, ¿on left inguinal area, hernia sac was noted. The previously placed synthetic mesh was noted. The defect was repaired using a large perfix plug (device 1) and piece of mesh was used to reinforce the floor. The right inguinal hernia was identified. The defect was identifiable at the floor of inguinal canal. A large perfix plug (device 2) was placed to secured the repair and keyhole overlay was secured using sutures.¿ on (B)(6) 2017 ¿ patient was diagnosed with persistent right inguinal pain thereby underwent open repair. Per op notes, ¿on left groin, a recurrent hernia was noted. On right groin, scar tissue was noted and sutures were removed. Adhesions to cord structure were wrapped more with the mesh (device 2) laterally.¿